Manufacturer narrative:
(B)(4) batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were the vessels skeletonized or taken with the renal hilum? What exact structure was bleeding from? Were any staple form issues noted? How was the bleeding addressed? Were any surgical clips used in the vicinity? Was the device difficult to close or fire? What is the surgeon¿s experience with device? What is the current patient status?

Event description:
It was reported that during a laparoscopic nephrectomy procedure the device using a gst60w reload stapled across the renal hilum causing excessive bleeding. The surgeon had to convert to open bringing in a vascular surgeon to assist. The patient status in unknown.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p56t93. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: what were the indications for surgery? Don¿t know what you¿re asking. Were the vessels skeletonized or taken with the renal hilum? Absolutely. What exact structure was bleeding from? Staple line across hilum which contains the renal artery & renal vein which was bleeding profusely. Were any staple form issues noted? No. How was the bleeding addressed? They had to open patient, bring in vascular surgeon who used suture. Were any surgical clips used in the vicinity? No. Was the device difficult to close or fire? No. What is the surgeon¿s experience with device? Over 10 years. What is the current patient status? Ok.